Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil ended up embedded in the uterus'), device dislocation ('one dangling from the tube after ablation') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("coil ended up embedded in the uterus") and underwent endometrial ablation (seriousness criterion medically significant). At the time of the report, the embedded device, device dislocation, endometrial ablation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : embedded device, device dislocation, endometrial ablation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil ended up embedded in the uterus'), device dislocation ('one dangling from the tube after ablation') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("coil ended up embedded in the uterus") and underwent endometrial ablation (seriousness criterion medically significant). At the time of the report, the embedded device, device dislocation, endometrial ablation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device dislocation, endometrial ablation, device expulsion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.